Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens, but the lens tore in half when advancing through the cartridge. There was no pt contact. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
.